Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The distal end of the guidewire was observed to be slightly curved. Tactile evaluation of the guidewire confirmed the core wire was not broken. A microscopic observation revealed a small section of the coiled wire of the guidewire was unraveled near the adhesive fillet at its proximal end, and the adhesive fillet was observed to be slightly damaged. It could not be determined when or where the returned guidewire was damaged from the evidence observed on the returned sample. Possible contributing factors include damage from a metallic instrument and excessive force during handling, manipulation, or use of the guidewire.

Event description:
It was reported that it was difficult to insert the guidewire and difficult to remove it. There was no reported patient injury. On 03/21/2023: it was found during an investigation that a small section of the coiled wire of the guidewire was unraveled.